Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that he was unaware of the low blood glucose due to the sensor being pulled off during the night. The customer believed that he had pulled off the sensor. The customer stated that the sensor had been inserted in his body for six days. The customer stated that the paramedics were subsequently called on (B)(6) 2015. The customer was not hospitalized but rather treated with an IV by paramedics. The customer's exact blood glucose at the time of the event was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-40094.